Event description:
Device malfunction: difficult to retract/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae; none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the foot did not retract easily and there was difficulty removing the device from that pt. Hemostasis was achieved with the device. There were no reported adverse pt effects. Though requested, no add'l info has been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.